Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized. The patient was treated with an unspecified intraperitoneal anti-inflammatory drug for the event. At the time of this report the patient was recovered from the peritonitis event. Dianeal therapy was withdrawn ¿during the later period of treatment¿. No additional information is available as the reporter declined follow up.